Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor will be replaced to address the issue. Device has been revaluated but not repaired, pending customer approval of the estimated.